Manufacturer narrative:
Concomitant medical products: product ID neu_unknown_cath, serial# unknown. Product type: catheter. (B)(4).

Event description:
It was reported that a health care provider had "other patients" where flipped pumps had happened. No further information was reported. Additional information has been requested, but was not available as of the date of this report.